Manufacturer narrative:
This follow-up report is being filed to relay additional and corrected information, which was unknown at the time of the initial medwatch.

Event description:
A patient has been indicated for a reverse shoulder revision due to reoccurring dislocations.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Remains implanted.

Event description:
A patient who underwent a left total reverse shoulder arthroplasty has been indicated for revision due to unknown reasons. No revision has been reported to date.